Event description:
The voyager was prepped and was being used when contrast was seen leaking into the aorta. The pt had an increase in st elevation and then experienced chest pain, like air was in the system. Dopamine was administered and fluids were increased. The voyager device was removed and another voyager device was used to complete the procedure. The pt was reported to be doing fine.